Event description:
The customer reported via social media that the insulin pump may have broken and the customer may have gone into diabetic ketoacidosis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.